Event description:
An ophthalmic surgeon reported a pt with dysphotopsia following intraocular lens (iol) implant surgery. Add'l info as been reported.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Add'l info was requested by letter and fax on 7/15/2008 and by phone on 7/10/2008 and 7/21/2008. A complete questionnaire has not been received. This report was mailed to FDA on: 8/8/2008.